Manufacturer narrative:
Clarification to initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "hardening, discomfort, and clinical capsular contracture baker grade iii. Healthcare professional reported "patient caught covid"; this is not device related. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: crease fold, yellow particles in the shell, yellow biological tissue, encapsulation, and red particles in the shell. Labeled as right side. Analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.